Event description:
Caller reported a malfunction on the pump, referred to as malf 15. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump.